Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. The information contained in this report is being provided to the FDA to comply with regulations regarding medical device reporting and is based on information submitted by others that may or may not be factually correct. This submission does not constitute a determination or admission that a device has malfunction or is related to a death or injury. Medwatch submitted: mw5086828.

Event description:
Medwatch report received stated in event description: "received a cartiva implant left great toe. It failed almost immediately. I lost the ability to move my toe increased pain constant anguish. A few weeks after receiving a cartiva implant a physical therapist said my toe was fused and physical therapy wouldn't help. I now have bone on bone pain. My pain ability to move my toe joint my mobility and my quality of life are significantly worse after getting cartiva. I'm miserable. Based on my research there is a discrepancy in cartiva's clinical study data (glowing amazing reviews) and the amount of cartiva complaints after being FDA approved. This product should be taken off the market. L'd like to file a formal complaint about the cartiva implant. ."refer to medwatch mw5086828.